Event description:
It was reported that on (B)(6) 2011, 6 days after the xact stent implantation in the restenosed right internal carotid artery (rica), the patient complained of headache. The patient was hospitalized, and a CT scan showed a small right subarachnoid hemorrhage. Plavix therapy was stopped, and the patient was continued on aspirin and coumadin. The symptoms completely resolved on (B)(6) 2011, and the patient was discharged, fully recovered. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of intracranial hemorrhage and headache are listed in the instructions for use as a known adverse events. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.